Manufacturer narrative:
Device code grid. Added information from investigation.

Event description:
The user facility reported that the device had paint chips missing during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was reported that during testing at the manufacturer facility the device overheated. There were no adverse consequences related to this event.

Event description:
The user facility reported that the device had paint chips missing during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.